Event description:
It was reported that during routine follow-up, a loss of capture was observed on the left ventricular lead. X-ray imaging found the lead to be dislodged. The patient was asymptomatic to this. The lead was explanted and replaced.

Manufacturer narrative:
.